Event description:
Customer alleges the seat is sagging causing legs to drag, full length armrests are peeling, and clothing guard on left is cracked. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model is an unknown tracer, serial number/date code is unknown at this time. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer states that the seat on her tracer manual wheelchair is sagging and her legs are dragging on the floor. The full length arm rests are peeling and the clothing guard on the left has cracked. The age of the device is unknown. No injuries or medical intervention alleged. It is unknown if the consumer is still using the device.